Manufacturer narrative:
H11: the actual device was not available: however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any product abnormality that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the machine alarm was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit and prismaflex oxiris set, an alarm condition related to high filter pressure (tmp excessive) was generated. The set was checked and it was reported that no thrombus was found. After attempting to continue the treatment, a blood leakage alarm was triggered. Treatment was terminated. The extracorporeal blood was not returned. The blood loss was reported as 400 ml. It was reported that the patient experienced hypotensive shock. As treatment for the event, norepinephrine dosage was adjusted from 0.05 mcg/kg·min to 0.2 mcg/kg·min. The patient's blood pressure gradually rose to 94/48 mmhg, and close monitoring continued. No additional information is available.